Event description:
Pt admitted (B)(6) 2019 for low flow alarms. CT scans performed (B)(6) shows no identifiable obstruction. On (B)(6) pt taken to operating room for tee and angiogram. Angiogram identified an occlusive twist to outflow graft. Thoracotomy performed and graft untwisted then clipped in place.